Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the setscrew was backed out to the point where it misaligned with the port of the implantable cardioverter defibrillator (ICD) device while the left ventricular (lv) lead was being added to the system. The device remains in use. No patient complications have been reported as a result of this event.